Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The rse advised the customer the screen brightness could be adjusted. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a display that was too dark. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.